Manufacturer narrative:
[Medwatch mw5077097.pdf]. Device not returned.

Event description:
Medwatch report (mw5077097) was received from the FDA on june 21, 2018. It was reported that after the thrombectomy procedure, the balloon catheter could not be deflated. The balloon catheter eventually was deflated enough to be removed from the patient¿s anatomy and the procedure was completed. No clinical consequences to the patient reported.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, visual, dimensional and functional testing could not be performed. The information provided in the complaint indicated that no damage was noted to the device, the device was in good condition after unpacking/preparation, the device was prepared as per the direction for use (dfu) and continuous flush was maintained. While there are several potential causes for the reported issue, since the review and analysis of the available information failed to identify a definitive cause and because the product was not returned for analysis, an assignable cause of undetermined was assigned to the as reported issue ' nv balloon difficult/unable to deflate'.

Event description:
Medwatch report (mw(B)(4)) was received from the FDA on june 21, 2018. It was reported that after the thrombectomy procedure, the balloon catheter could not be deflated. The balloon catheter eventually was deflated enough to be removed from the patient¿s anatomy and the procedure was completed. No clinical consequences to the patient reported.